Event description:
It was reported that during interrogation, the device was found to be in reset mode.

Manufacturer narrative:
The field event of hardware reset was verified. The reset was due to a por (power on reset). The root cause was a latch-up of the static random access memory chip (sram) caused by exposure to background levels of ionizing radia- tion, triggering a high current drain state and depleting the battery.